Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation prior to implant. Device was not used.

Manufacturer narrative:
The reported field event of a reset was confirmed. The device was received in bvvi mode. Analysis found the cause to be due to the device detecting that the sense configuration might be incorrect, or the check register could be corrupted. The cause of incorrect sense configuration or corrupt check register could not be determined.